Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon did not inflate during placement.

Event description:
It was reported that the balloon did not inflate during placement.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The catheter was returned with valve and cap detached from inflation funnel. The tip of the syringe was attached to the valve. The valve was still fixed in the cap. The exterior of the sample was inspected and found no damage observed on returned valve and cap. There was a slightly slanting dent mark on the inflation funnel indicating the valve and cap was previously placed on the funnel. No other conditions found on sample that could be associated with reported event. Per functional evaluation, the valve and cap were reassembled on returned catheter. An attempt to inflate and deflate the device was made and found no difficulty on either action. The dimensional evaluation were as follow: inflation funnel thickness on returned sample was 53 thou (within manufacturing specification; 46-65 thou). Eye snip length: 3/32¿ eye snip width: 2/32¿ eye snip distance from distal cuff: 8/32¿ eye snip distance from proximal cuff: 9/32¿ rubberize thickness: 11 thou reinforcement: 164 thou inflation funnel thickness: 53 thou balloon thickness (average): 23 thou inflation lumen coverage: 10 thou the exact cause on how the event occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter."